Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy has been restored postop.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg became inoperable due to the patient not charging for approximately 4 months. Surgical intervention may be pending to address the issue.